Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had raw skin under the electrodes. The patient received a recommendation from the pharmacist for an ointment to use on the irritation. The patient reported that after using the ointment the irritation had improved.